Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. The field service engineer (fse) removed the latch column from the tower and then disassembled the latch assembly from the column. The fse cleaned the mini switch contacts and crimped the wiring harness connectors. After reassembly, the latch column was reinstalled into the tower, and the station was rebooted. The escort logged into the station and successfully recovered and tested the previously failed tower door multiple times. No problems or failures were observed at that time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had tower door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.